Event description:
It was reported that the screwdriver end broke during case.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk . No relevant manufacturing issues were identified as all units met specifications. The device was confirmed to have a tip fracture. The most likely root cause is wear due to the device's extended use.

Event description:
It was reported that the screwdriver end broke during case.